Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204/wires exposed) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing.. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.